Manufacturer narrative:
(B)(4). Evaluation results and conclusions: death, graft kinking, pre-operative dissection, uncontrolled hypertension.

Event description:
A talent captivia thoracic stent graft system was implanted in a pt for the emergent endovascular treatment of an acute spiral type b dissection due to uncontrolled hypertension. The dissection extended from the left carotid down to the iliac. The area around the left carotid had an ill-defined aortic wall. The pt had increased creatine and diminished liver function due to malperfusion related to the dissection. The creatine was 2.0 and rising, so a CT scan was not performed on the abdomen/pelvis. Ivus was used to determine the true lumen during the case. When opening the right groin, a bruit was noted, suggesting that the dissection extended all the way to the iliacs. One talent captivia device was inserted to treat the dissection. However, as the device passed around the arch at the level of the left carotid, the device became very difficult to advance. At this time, the delivery system buckled/"bowed", and the blood pressure went down. The anesthesiologist started to give some medication to control the pressure; however, as the pressure seemed to stabilize on its own before all of the medication was administered, the physician asked the anesthesiologist to stop the medication. No perforation or dissection due to the device was confirmed; instead, there was a filling defect, as it seemed that the nose cone may have come from the true lumen to the false lumen and then back to the true lumen. The wire was confirmed to be in the true lumen. The device was pulled back, and the wire came back as well. The wire was advanced around the arch, and ivus was used again to confirm they were in the true lumen. Transesophageal echo. Was used to confirm that the ascending arch was uninjured. At this time, the device was advanced back up, and resistance was again felt. The stent graft was able to be deployed around the subclavian artery. On the final angio., the true lumen was patent. On the ivus, the celiac, sma, and left renal expanded. The right renal was coming off the false lumen. At this point, the procedure was completed. The following day the pt's neuro exam was fine; the liver function was up, and the creatine has come down. It was reported that the pt had expired eight days post index procedure. Details are unk.